Event description:
Healthcare professional reported right side device removal due to "capsular contracture", baker grade unknown. Device has been explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11 july 2025 to address correction. Device performance and/or risk profile are not impacted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.